Event description:
Boston scientific received information that this right atrial lead exhibited high thresholds. A revision attempt was made, but when the physician went to reposition this lead, it was noted that the helix was having an issue and never fully worked correctly. The lead was not re-used and another lead was implanted in its place. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical analysis. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The deformation of the fixation helix occurred most likely during the explantation procedure. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.